Event description:
New information received. Approximately seven months after the index procedure, a redo was performed with a transcatheter valve. Both pascal devices had to be detached with electrocautery laceration (elasta-tr), in preparation for the deployment on the valve. The procedure was successful.

Manufacturer narrative:
The following sections were updated/corrected/added: b2, b4, b5, g3, g6, h2 and h6 (impact code).

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Due to limited information on the slda (the patient presented with septal leaflet tethering and dense chordae not affecting the grasping area), a definitive root cause was unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per report received from germany, edwards received notification of a pascal precision ace procedure in the tricuspid position. Approximately four months after the procedure, there was a single leaflet device attachment (slda) with the third device implanted. Patient had septal leaflet tethering and dense chords not affecting grasping area. First pascal precision ace device was implanted in the anterior-septal position. Subsequently, a second device was placed in the anterior-septal position. To mitigate residual tricuspid regurgitation (tr), a third device was implanted in the posterior-septal position. Initially, the patient presented with massive tr (grade 4+), which was successfully reduced to mild (grade 1+) following the procedure. However, approximately 4 months after the procedure a slda of the third pascal implanted was observed accompanied by a recurrence as minimum of severe tr. The patient is currently being screened for a tricuspid transcatheter valve replacement device. Should this not be feasible, a surgical valve replacement is being considered as an alternative option.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.